Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31493065l and no internal actions related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) cardiac ablation procedure with a thermocool smarttouch sf catheter and the patient experienced an av block requiring a permanent pacemaker. During the procedure, immediately after ablating 30w 50 seconds pulse to the upper part of the right ventricular septum (near the his) using the thermocool smarttouch sf catheter, the patient experienced a complete av block. After approximately 1 hour of observation with no spontaneous activity, the procedure was completed as it was. The physician's judgment on health hazard was non-serious (moderate/minor). Extended hospitalization was reported. Method of cf monitoring was dashboard, vector, visitag with coloring settings for visitag was tag index. Additional filters in visitag were fot. The physician¿s opinion on the relationship between the event and product was that there was no mention of causal relationship, particularly with regard to the product. There were no abnormalities observed prior to use of the product, but abnormalities were observed during use of the product. Additional information was received on 16-apr-2025 which indicated that a pacemaker implantation was performed as an additional intervention. Additional information was received on 17-apr-2025. The adverse event was discovered during use of biosense webster, inc. Products. Additional information was received on 28-apr-2025. The physician¿s opinion on the cause of this adverse event was procedure and patient condition related. It was necessary to perform mapping until the his potential was found. The patient had second-degree atrioventricular block and complicated anatomical structure. The outcome of the adverse event was patient improved. The patient required extended hospitalization because pacemaker was implanted.